Manufacturer narrative:
(B)(4). Actual device returned and evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user has high glucose value.

Event description:
Customer complains of hi results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified the strips expired 1/21/2017. Reviewed meter memory: (B)(6). Memory concerns:with hi and all the results. Customer is complaining the meter is reading too high. She got a result 'hi' on her meter. She does not recall what day or time and she is unable to read the time and date in the meter. I had her run a back to back test and result was 390mg/dl amd 381mg/dl.(fasting).